Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker went into backup vvi mode following interrogation in clinic. During this time, the patient reported feeling muscle stimulation. The device was successfully restored and the patient was fine after.